Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation, and the root cause of the customer reported incident cannot be determined. An intuitive surgical, inc. (Isi) medical officer reviewed the incident and concluded the following that a 79-year-old female on chronic anticoagulation for pulmonary embolism underwent an ion endoluminal lung biopsy on (B)(6) 2023. The anticoagulant rivaroxaban was discontinued on (B)(6) 2023. There was a mild amount of expected post biopsy bleeding which stopped with cold saline and balloon tamponade. The patient was discharged post procedure without issue. The degree of bleeding is expected post lung biopsy and is not unique to the ion system, instruments or accessories.

Event description:
It was reported that a patient underwent an ion endoluminal biopsy procedure as part of a clinical study on (B)(6) 2023. An air way bleeding occurred after the ion catheter was removed. Cold saline, prolonged suction, and a balloon blocker were used to resolve the bleeding. The balloon blocker was used for tamponade as the primary effect and preventing the blood entering the lung as the secondary effect. The bleeding was managed in 8 minutes. No respiratory complications or hemodynamic instability was reported due to the bleeding. Post-procedure, the patient coughed up a small amount of blood in sputum, but there were no other symptoms or other episodes. The hemoptysis was resolved without requiring medical intervention. The patient was later discharged home on the same day. The study investigator assessed the event as related to the flexision 23g biopsy needle, the biopsy procedure as a whole, and the patient's underlying disease. The patient was normally taking rivaroxaban for his underlying condition, but the anticoagulant agent was discontinued 3 days prior to the procedure. There were no reported malfunctions of ion system, instruments or accessories during the procedure.